Manufacturer narrative:
Concomitant medical products: product ID: 9735740, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported a 3d image acquisition did not transfer to the navigation system. When the scan was pushed to the navigation it gave a message stating unregistered imaging system exam received, but the exam did not show up on the navigation system. The site attempted to manually push the exam with the same result. The ethernet cable was reseated in both the imaging and the navigation systems, and a second 3d image was acquired and transferred without issue. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.